Manufacturer narrative:
The zoll thermogard xp ivtm console in complaint was evaluated on 06/02/2016 at the customer's site. Evaluation results as follows: the event logs were reviewed and showed three tcmid: 5.2.0 - cooling engine errors. Also showed one tcmid: 5.2.2 - cooling engine failed to start run mode. Thus confirming the reported complaint. Both wire harness cooling engine were tested without issue. Functional testing could not reproduce the reported issue. In summary the reported complaint was confirmed during review of the event log. However the cooling engines passed testing and the tcmid: 02 error could not be reproduced. A functional test and safety test were performed. The console passed all functionality test criteria. Customer site visit.

Event description:
It was reported that during patient therapy the thermogard xp ivtm console (s/n (B)(4)) displayed tcmid: 02 (cooling engine error) messages. Several attempts were made to restart the system, however they were unsuccessful in clearing the tcmid errors. Another thermogard xp ivtm system was used to continue the patient's therapy. No patient sequelae was reported. No additional information was provided.